Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely the error b30 is displayed due to a communication failure with the scope caused by an unstable connection by a failure of the locking mechanism of the connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Inspection and testing observed error code b30 caused by a worn connector. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that while preparing the video system center for an unspecified diagnostic procedure, error code b30 was displayed. The intended procedure was completed using a similar device. There was no report of patient harm due to the event.